Event description:
It was reported that the device sterile seal was damaged. A 6f x 11cm .038 super sheath was selected for use. During preparation, it was noted that one of the products was not sealed when one of the boxes were opened. Also, when they went to open the product up, they noticed that the sterile seal was not intact. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the device sterile seal was damaged. A 6f x 11cm .038 super sheath was selected for use. During preparation, it was noted that one of the products was not sealed when one of the boxes were opened. Also, when they went to open the product up, they noticed that the sterile seal was not intact. The procedure was completed with another of the same device. No patient complications were reported. The device was returned for analysis. The actual item was returned in the state that the product was put into the sterilization bag and the sterilization bag was opened. The adhesive mark was observed on the peeled-off part of the sterilization bag. Visual inspection and sticker bag seal inspection after packaging of related materials revealed that all products passed the inspection as the seal of the opening of the sterilization bag of the product had been already sealed when it was delivered from our supplier.